Manufacturer narrative:
The tandem t:slim pump user guide indicates to only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a series of occlusion alarms. The customer reported that the supplies on the pump had been changed and the customer continued to receive occlusion alarms. Additionally, it was reported that the customer uses humalin u-500 insulin in the cartridge. The customer reported blood glucose (bg) level was 635 mg/dl with high levels of ketones. In an attempt to address bg level, the customer delivered correction boluses and drank water to treat ketone level. On (B)(6) 2016, the customer went to the hospital for elevated bg level and diabetic ketoacidosis (dka). The customer was given shots of novolog to treat bg level. At the time of the call, the customer's bg level was in the 200's (mg/dl). As the customer had not yet been discharged during the time of the call, multiple attempts were made to follow-up on the customer; however, no additional information was provided on the reported event.